Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months after the permanent implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19312005. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19645386. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19645386. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19132907. UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were due to patients body was rejecting the devices. The explanted devices will not be return as it was discarded at the facility.